Event description:
Information received from the field does not address the patient's clinical status but notes that during a routine follow-up, the device could not be interrogated and the device was in vvi back-up mode. The device was later interrogated and reprogrammed successfully, but dashes (---) were noted for several parameters. A device replacement was scheduled.